Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2026-03162- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The event occurred within three or more hours of insertion. The blood glucose level was high and the patient was treated with fluids of saline and insulin intravenously. No further information available.